Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to a rite - earth leakage current failed performance spec: earth lc normal (specifications (B)(4)), earth lc single fault normal (specifications (B)(4)), and earth lc single fault reverse (specifications (B)(4)) measurements were 989999999999999984000000000000000000000000000.0 microamps. Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the return instrument test/evaluation (rite) earth leakage current test: earth lc normal (specifications (B)(4)), earth lc single fault normal (specifications (B)(4)), and earth lc single fault reverse (specifications (B)(4)) measurements were 989999999999999984000000000000000000000000000.0 microamps. Internal inspection revealed the device pneumatic system was contaminated with fluid. The compressor was activated and revealed non-functioning. The assignable cause for the rite test earth leakage current failure was determined to be fluid contamination. The entire device was scrapped.